Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the log file. The system controller (serial #: (B)(4)) was returned for analysis and a log file was submitted for review as well as downloaded from the returned controller for review. A review of the submitted log files showed overlapping events spanning approximately 18 days ((B)(6) 2019 ¿ (B)(6) 2019 per time stamp). Backup battery fault alarms were active due to a load test failure on (B)(6) 2019 from 06:38:05 ¿ 09:15:05. Yellow wrench advisory alarms were coincident with these alarms. Pump operation was not affected. The system controller underwent preliminary and functional testing. The system controller was run for an extended period of time on the mock loop and was able to support pump function for extended operation. The reported backup battery fault alarms were unable to be reproduced during the investigation. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use, section 7, entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had backup battery fault advisory alarms. Attempts were made to re-seed the backup battery as well as change out the backup battery but these attempts were unsuccessful. The controller was then exchanged. No further issues were reported after controller exchange. The controller returned for evaluation. No additional information was provided.